Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The aviva meter gave the following blood glucose results within 10 minutes: first set of results were taken approximately 2 weeks ago (actual date unknown): 419 mg/dl, 140 mg/dl. Second set of results were taken within 10 minutes on (B)(6) 2017: 300 mg/dl, 160 mg/dl. It is unknown whether or not both sets of results used the same vial of strips. No adverse events reported. Replacing and returning meter and test strips.